Event description:
It was reported that during an associated lead replacement procedure, the pulse generator exhibited a set screw issue. The device was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.